Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. An angiogram showed a lesion at the ostial of the left main (lm) and the middle of the right coronary artery (rca). The physician used a non bsc guide catheter and a non bsc guide wire. The physician deployed a taxus express2 4.00 x 12 mm stent at 18 atm in the ostial lm, the stent come off the stent delivery sys (sds) from the ostial of lm. The physician then used ivus to evaluate the lesion, and found that there was no stent implanted in the lm lesion. While he was removing the sds and the guide catheter gently, the angiogram showed the dislodged stent was in the humerus. The physician used a quantum maverick balloon 5. X 8 mm to deploy the stent. The dr finished the procedure with another bsc device at the ostial of lm. Pt status was stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.